Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, low pacing impedance and noise resulting in oversensing were noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.